Manufacturer narrative:
Premature battery depletion was confirmed. During testing, a high current drain was found within the hybrid. No other anomaly was detected and the device met all other test specifications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the device exhibited premature battery depletion. The device was explanted and replaced.